Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a constant new software release detected and failure of flash memory alarms after battery change due to corroded electronic assembly. No blank display, unexpected beeping or vibrating noted. The pump was received without original battery cap. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display, and new software release detected, failure of flash memory. Blood glucose at the time of incident was 170mmol/l. The customer states the insulin pump was not blank less than 30 seconds. The customer stated the battery cap was not damaged or corroded. The customer was advised to discontinue use of the pump until new battery cap arrived. Troubleshooting was not able to resolve the issue. The customer called back after receiving a new battery cap and received a partial display. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The device will be returned for analysis.